Event description:
The customer reported that the pump shut off unexpectedly on its own during an infusion to a patient in the infusion department. There was no report of harm. Received a copy of the customer's medwatch report from the customer which states, "pump rate changed during infusion" although the customer wrote in the voluntary medwatch that the pump rate changed during infusion, after requesting clarification they responded that the actual issue was that the device shut off during an infusion. Received a copy of the customer's medwatch report from the FDA which states, "pump rate changed during infusion."

Manufacturer narrative:
Additional medwatch information provided. The affected device has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Manufacturer narrative:
The customer's report was confirmed. Physical inspection of the device noted a broken handle. The left iui (female) and the right iui (male) appear to have dried fluid residue on all pins. The right iui has a three ribs damaged, the first is the 6th rib from the right, as well as rib 12 and 13. There is also corrosion on several of the pins on the right iui. Review of the pcu error log showed no errors or malfunctions on the reported incident date of 19feb2019. Log analysis shows the pcu was powered on at 10:34am, about a minute after being on a channel disconnect was recorded in the logs. Drug ID = 339 (infliximab) was then programmed to be infused at a rate of 10 ml/h. The rate was slowly increased throughout the event time frame which eventually reached 250 ml/h. At 11:36am there was another channel disconnect about 2 minutes after pausing the device. It regained connection and infliximab was programmed to infuse again. At 12:02pm there was a patient side occlusion and then 30 seconds after that another channel disconnect occurred. The last channel disconnect occurred about one minute after another patient side occlusion that took place at 12:05pm. There was a total of 4 channel disconnects that occurred during the event date. Functional testing performed on the source device did not reproduce a channel disconnect. The root cause of the customer¿s was not identified. The probable cause of channel disconnects, or communication errors are the result of an intermittent connection at the iui interface due to contamination on the contact pins.

Event description:
The customer reported that the pump shut off unexpectedly on its own during an infusion to a patient in the infusion department. There was no report of harm. Received a copy of the customer's medwatch report from the customer which states, "pump rate changed during infusion" although the customer wrote in the voluntary medwatch that the pump rate changed during infusion, after requesting clarification they responded that the actual issue was that the device shut off during an infusion.

Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
The customer reported that the pump shut off unexpectedly on its own during an infusion to a patient in the infusion department. There was no report of harm. Received a copy of the customer's medwatch report from the customer which states, "pump rate changed during infusion" although the customer wrote in the voluntary medwatch that the pump rate changed during infusion, after requesting clarification they responded that the actual issue was that the device shut off during an infusion.